Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured a pump stop on (B)(6) 2019. These issues only appeared to be occurring while the vad is connected to the power module. Upon further review of this patient record, it showed this patient already had an external driveline repair on (B)(6) 2018, so another repair was not possible. The log file showed 2 pump stops, while attached to the power module. Patient was showing that the driveline had already been replaced and there was no room for another repair.

Manufacturer narrative:
Section d4, h4: additional information. Section g3: correction. Manufacturer's investigation conclusion: review of the submitted system controller log files confirmed the occurrence of low speed/pump stoppage events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The account submitted a system controller log file to technical services for review on 10nov2019 with no specific issues reported. Technical services personnel reviewed the log file and noted that a pump stoppage was captured on (B)(6) 2019 while the patient was connected to the power module. It was communicated to the customer that this type of behavior has been linked to potential issues with the driveline. A second log file was submitted on 12nov2019, upon review of which technical services noted another pump stoppage on (B)(6) 2019 during power module support. It was communicated to the customer that review of the patient¿s record showed that the patient already underwent a distal end driveline replacement and there was not enough room between the replacement site and the exit site to perform a second driveline replacement. The beginning of the submitted system controller log file data appeared to show the initialization of power to the system controller and captured the changing of the set speed from manufacturing settings, suggesting that an exchange to the patient's backup controller was performed. After the driveline was connected to the controller, the log files cumulatively contained approximately 2.5 days of data from (B)(6) 2019 8:41 pm ¿ (B)(6) 2019 8:25 am, per the timestamp. Two low speed/pump stoppage events were captured on (B)(6) 2019 at 5:43 am and 10:34-10:35 pm, resulting in low speed and low flow hazard alarms. Both interruptions in pump function recorded in the log file data occurred while the system was connected to the power module. Based on previous complaint experience, the abnormal pump operation appeared consistent with a potential driveline wire compromise. However, the suspected driveline wire damage could not be confirmed as the device remains in use. Additional information provided indicated that the patient was placed on an ungrounded patient cable once the issue was discovered by the team. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on ventricular assist device (vad) and no additional related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient was placed on an ungrounded cable once the driveline issue was discovered by the team.